Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital and had a low flow alarm with a sudden flow of 0 lpm, and passed away last weekend. The log file showed that the pump appeared to have been running normally until a sudden onset of low flow alarms on (B)(6) 2019. This was followed by a drive line disconnect from the controller ending support. At this time, unable to determine the exact cause of the low flow events. Further analysis of the equipment required.

Event description:
Additional information was received on 08jan2020. It was reported that the cause of death was unknown, since patient's family refused autopsy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s outcome and heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. Additionally, although the sudden onset of low flow alarms and ultimately no flow were confirmed via the analysis of the submitted log files, a specific cause for these events could not conclusively be determined. The account communicated that the patient was admitted to the hospital and had a low flow alarm with a sudden flow of 0 lpm. The patient ultimately expired on (B)(6) 2019. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation as the patient¿s family refused an autopsy. The submitted controller event log file contained approximately 16 hours of data from (B)(6) 2019. Calculated flow was noted to be 5.0 lpm at 17:30:39; however, calculated flow appears to quickly decrease beginning at 19:58:46 (2.2 lpm) and ultimately falls to 0 lpm by 20:04:30. Low flow hazard alarms are captured during these events. The driveline was ultimately disconnected at 21:12:40. Prior to the low flow events, the pump maintained a speed at or above the low speed limit and appeared to be functioning as intended. The heartmate 3 lvas IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low flow alarms, as well as the appropriate actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the subject presented with fatigue and pre-syncope found to be in asystole with hyperkalemia in setting of acute kidney injury. The patient was then transferred to the coronary care unit for additional management. Upon presentation, he had an arterial line and shiley catheter placed for initiation of hemodialysis. Prior to the initiation of hemodialysis, the patient began to have low flow alarms on his heartmate 3. He was quickly bolused intravenous fluid and the primary heart failure team was called to the bedside. The patient suddenly lost consciousness mid-sentence. Advanced cardiac life support was started with chest compressions that generated an improved tracing on the arterial line with a perfusing pressure. The patient was successfully emergently intubated. The patient was started on epinephrine, levophed and dopamine without effect on his perfusing pressures without chest compressions. Bedside point-of-care ultrasound was remarkable only for lack of contractility and flow through the tricuspid and mitral valves. After 30 minutes of advanced cardiac life support the patient expired.